Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure date?: on (B)(6) 2020. The needle piece(s) was retrieved during the same procedure correct? Yes. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. The surgery was extended for two hours due to the search for the fragments of the suture needle. Device return status/follow up? We are waiting for the returning of the sample. Investigation summary: it was reported that during lateral episiotomy surgery, the needle had broken when sewing skin tissue. X ray was used to look for and remove the broken needle tip. A picture was received for evaluation. Upon to visual inspection of the picture, a needle/suture broken in two section could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that a patient underwent a lateral episiotomy on (B)(6) 2020, and suture was used. The needle broke when sewing skin tissue. X ray was used to look for and remove the broken needle tip. Changed another one to complete surgery. Surgery was delayed for about 2 hours. The patient is stable in hospital now. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/22/2021. A manufacturing record evaluation was performed for the finished device lot number an0840, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 2/22/2021.